Event description:
It was reported that the user experienced leakage in and around the cartridge chamber that prevented proper insulin delivery, with no other issues or damage recalled. Symptoms included hyperglycemia consistent with interrupted insulin delivery. Outcomes included temporary interruption of therapy without hospitalization. Investigation included collection of the affected cartridges for inspection by the manufacturer. Investigation of this case revealed suspected cartridge or connector leakage consistent with a device component failure affecting the insulin delivery pathway. It was concluded, based on previously established findings for similar reports, that the cause was a suspected product malfunction related to the cartridge or its connectors.